Event description:
Ous MDR - shortly after a successful revision procedure due to dislodgement, loss of capture was reported. A possible damage of the lead during the revision procedure was assumed. The lead was replaced and returned to biotronik for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection of the lead revealed a deformation of the lead body approximately 25.5 cm distal to the is-1 connector pin. It is reasonable to assume that these deformations resulted from a tight suture. At this position cuts in the insulation and deformations of the outer conductor coil were detected. Blood penetrated the lead in the this area. Further analysis of the lead did not reveal any irregularity that might have contributed to the issues mentioned in the complaint description. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.